Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 512 mg/dl and sensor glucose was 247 mg/dl. The customer was assisted with troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. Customer reported inaccurate sensor readings that did not triggered a threshold suspend. The insulin pump will not be returned for analysis.